Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast reconstruction primary with unknown mentor saline breast implant has experienced postoperative left-sided deflation of implant. As a result, the patient underwent explantation and replacement with 300cc mentor smooth round moderate profile saline breast implant, catalog # 3501645, left serial # (B)(4) and right serial # (B)(4) on (b)(46) 2019. The date of implantation was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable.